Event description:
It was reported the patient previously experienced episodes of far field p-wave oversensing. The event was resolved by reprogramming the device. Following the reprogramming, the patient experienced two inappropriate shocks due to far field p-wave oversensing. The device was then reprogrammed to resolve the event. Further reprogramming and optimization is anticipated to be performed at the patients next follow-up appointment. The patient was in stable condition.

Event description:
Additional information received indicated the event of far field p-wave oversensing resulting in inappropriate shocks was due to the right ventricular (rv) leads implanted position and not to the device. Related manufacturer report number: 2017865-2022-06701.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.